Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation. Update: d4. Correct: gtin.

Event description:
It was reported that the device ran on its own. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device ran on its own. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.